Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected noise on this defibrillation lead and measured greater than 2000 ohms on the right atrial lead. In addition, there was report that both leads had fractures and a break in insulation. The patient had received 16 shocks which were reported as appropriate shocks.

Manufacturer narrative:
Resolution to this issue was unknown. The patient was discussing being placed on dnr/dni. At the time of the even the tachy mode was still on for this patient. Should additional information become available this event will be updated.